Manufacturer narrative:
Correction: b7: updated the date the transfer set was placed on patient (omitted on initial). H10: one actual sample was received and the evaluation was completed. A visual inspection with the naked eye noted the female connector was not fully seated on the mainbody. The female connector could not be removed from the mainbody by hand. Therefore, the female connector and mainbody was separated in the lab using pliers. There was no chip/insert present and there was no evidence (circle impression) on the female connector that a chip/ insert had been present. Functional testing, including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of the transfer set. It was further described as "there was a gap in the female connector of the transfer set." This occurred after use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.